Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the rep that the ax55g did not fire staples. Another ax55g device was used to complete the case. There was no consequence to the pt.